Manufacturer narrative:
Correction: in initial report, the device manufacture date was inadvertently reported as 10/24/2019, however the correct date is 8/12/2019. This follow up has the correct date indicated. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial ingrowth in the right eye (od) centrally at almost 4 months post treatment. The patient¿s chief complaint was blurry vision, double vision and light sensitivity on the right eye (od). On (B)(6) 2019 the patient was educated condition of flap lift to fix problem. Recommended treatment as soon as possible. Patient will return to clinic for lift and scrape. On (B)(6) 2019 it was confirmed with the customer site that the patient has an epi removal on (B)(6) 2019 with the surgeon. Bcva from (B)(6) 2019: right eye pre-op 20/20 -3.00 x -1.75 x 93, left eye pre-op 20/20 -3.00 x -2.00 x 93. Bcva from 11/14/2019 right eye post-op 20/25 .00 x -1.50 x 115 left eye post-op 20/20 .25 x -.50 x 10